Event description:
It was reported that the physician performed an indirect decompression spacer implant procedure and the spindle cap partially popped off during deployment of the implant. The physician assessed the patient's spinous process was very thick and slightly offset therefore, it was difficult to properly connect the driver during insertion of the implant. No excessive force was used and the implant was attached correctly. The implant was replaced with a new implant of the same model and the procedure was completed successfully. The patient was doing well post-operatively.

Event description:
It was reported that the physician performed an indirect decompression spacer implant procedure and the spindle cap partially popped off during deployment of the implant. The physician assessed the patient's spinous process was very thick and slightly offset therefore, it was difficult to properly connect the driver during insertion of the implant. No excessive force was used and the implant was attached correctly. The implant was replaced with a new implant of the same model and the procedure was completed successfully. The patient was doing well post-operatively.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was partially sheared off from the implant body and was deformed. Additionally, severe abrasion was observed on both sides of the actuator. This damage indicates excessive force was likely used during the procedure. Damage to the device prevented functional testing. However, this damage to the spacer indicates the break was due to deployment against resistance, such as bone, and/or manipulation of the position of the device by shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with use of the device.